Manufacturer narrative:
This report will be updated when additional information s received.

Event description:
It was reported that during a routine device follow up, this pacemaker displayed a remaining longevity of only 9 months. The device was implanted in 2018, so premature battery depletion was suspected. No adverse patient effects were reported. The device remains implanted and in service.